Event description:
It was reported when the device was used during a nephrectomy, it would not staple due to missing staples. It appeared as though the cartridge was empty. The case was completed with a like device with no pt consequence.